Manufacturer narrative:
Concomitant medical products: biotronik lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was shocked for ventricular tachycardia (vt). However, it was noted this was possibly an inappropriate shock for rapid ventricular response as an atrial arrythmia was in progress at the time. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was seen in the clinic and there were no inappropriate shocks delivered.